Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us - 510(k) number k892432. Device evaluation: the sample was received for analysis and the reported issue was confirmed. Inflation/deflation and under water testing was performed and found cuff leakage due to cuff damage. Batch record of the lot was reviewed and indicated that the product was released accomplishing all quality requirements. Manufacturing controls are in place to detect cuff leaks and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing site received a sample with no information regarding the event problem. Evaluation of the sample revealed that the device cuff was leaking.